Manufacturer narrative:
E1: facility name "(B)(6)." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had not infused any medication, as the reservoir volume had indicated that the original amount was still remaining. Reporter did not recall seeing either ¿run¿ or ¿stopped¿ on the display when the patient had returned and prior to disconnection. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.